Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was experiencing high blood glucose since (B)(6) 2014. Customer's blood glucose was 421 mg/dl. Symptoms customer feels hyperglycemia. Drive support cap appears to be normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. Low reservoir alarm was noted in the alarm history. Customer does not have a tubing clamp unable to perform high pressure test. Customer does not have another infusion set. Customer's blood glucose had lowered to 344 mg/dl 30 minutes into the call and by the end it was 365 mg/dl. Blood glucose over 500 mg/dl was also captured. Customer was advised to monitor blood glucose, treat as needed, and go to the emergency room if needed. No further information reported.